Event description:
It was reported to philips that vm6 needed repair. After good faith effort response was received on 20apr2022, philips became aware that vm6 had audio defect. According to the third good faith effort response the device was during a test of device performed by nurse at the time the issue was discovered. No adverse event or patient harm was reported.